Event description:
It was reported that an 85-year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and surgical intervention. A drop in blood pressure was confirmed during the 15th ablation of near the posterior papillary muscle. Body surface echo confirmed pericardial effusion. Since progression to cardiac tamponade was suspected over time, drainage was performed. Blood pressure was maintained with medication. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was setting as recommended. Venous blood was drained from the apex. There were no abnormalities observed prior to or during use of the product. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient outcome was improved. The generator was a smartablate. The correct catheter settings were selected on the generator. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard and vector with tag index. Drainage was performed, but the blood pressure did not return, and thoracotomy was performed. Blood pressure is now back. After checking with the surgery, an ablation catheter-sized perforation was found near the posterior papillary muscle. As a result of talking with the doctor, regarding the above comment and the cause, it was said that additional current was applied to eliminate pvc. The position of the catheter was also in an unstable place, so he said that it may have been caused by the fact that the same place was repeatedly energized. Some commented that it was not related to the product. Venous blood leaked from the apex of the heart. Arterial blood has receded from the apex of the heart.

Manufacturer narrative:
Initial reporter phone:(B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30814184l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).